Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a hemikolektomie links procedure, the instrument cut but did not staple properly. The staples were moved out of the instrument into the tissue but were not formed into the b-form. The surgeon took another instrument but the same event occurred again, then he finished and anastomosis by hand. The patient is well.